Manufacturer narrative:
The field service engineer found the nozzle for the diluent was not correctly aligned which was causing bubbles in the mixing vessel and the vacuum was washing back into the mixing vessel. He repositioned the diluent nozzle and flushed the vacuum line. He ran precision testing that was successful. The customer successfully ran calibration and controls. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen.2 sodium results from the cobas 8000 cobas ise module. The customer ran qc at the change of shift and it failed, so the customer repeated the patient samples. Refer to the attachment to the medwatch for all patient data. The questionable results were reported outside of the laboratory. The repeat results were believed to be correct and corrected reports were sent. The sodium electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The sample probe was changed and the horizontal positions were adjusted. Calibrations and qc were successfully completed several times with results within range.